Event description:
It was reported that customer experienced continuous glucose monitor error with sensor and contacted support. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset while being guided by technical support, error did not recur after reset, and customer was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.